Manufacturer narrative:
The zealand ae assessor spoke with the vgo in an attempt to further investigate his report of hyperglycemia on the v-go devices. Pre-vgo the v-go user states he was prescribed insulin for three months but the hcp did not send the insulin order so he went without insulin for 3 months. He stated, "I was not going to call the doctor if it was not important enough for her to send the order." He was started on the v-go 30 and reports he had v-go bolus button issues where the bolus buttons would lock out prior to 18 clicks. He did not replace the v-go devices when this happened. His bg was reported as high as 478 and the hcp changed the vgo user to a v-go 40. The vgo user states his bg was in the 200 range one day when he "was able to use the bolus buttons." Pre-vgo a1c "was either 11 something or 13 something". This patient is already badly controlled (pre-vgo hba1c) is very high, suggesting that the patient is not compliant with the treatment.vgo user states "my doctor is a sweet girl but she is just like all doctors. They want to sell you dope to get you through and reliant on the medication. She was afraid to prescribe me more insulin as she was afraid I would crash and my tongue would be hanging square out. I just want my bg to be 200 and I can do that by myself. When my bg went back up over 200 with the thing (vgo) I ripped it off and threw it away. Nope not going to use that. My doctor does not call me back so I will just wait till my next appointment in 3 months before I call her again. I have insulin here so I can just take my flex pen when my sugar gets too high - I might take 20-30 units." The ae assessor instructed the vgo user to contact his hcp to let the hcp know he stopped using v-go and to obtain bg mgmt. Advice from the hcp. The vgo user states he stopped checking his bg once he removed the last vgo over a week ago. Vgo user continued to tell the ae assessor that all everyone wants to do is to "sell dope or medication." No further information was able to be obtained. Vgo user was not willing to answer questions regarding other possible factors that could contribute to the hyperglycemia such as changes in food intake or physical activity. The vgo user did not check his bg prior to vgo and his was a1c was elevated pre-vgo. Vgo user was not taking medication as prescribed by his hcp pre-vgo and did not share that information with his hcp. Vgo user states his bg was higher when he wore the vgo, however when he wore vgo was the only time in the past few months the vgo user checked his bg. It is not logical for the vgo user to make the conclusion his bg was higher on vgo when he did not check pre-vgo. He did report that sometimes he drinks more and urinates more and that is his cue that his bg is elevated. The device was returned and evaluated. The evaluation results are as follows: the complaint about the bolus ready button did not release the bolus delivery button could not be confirmed. There are no bolus clicks left and the bolus mechanism is locked out as expected. The device appears to have performed as expected. The complaint about the hyperglycemia event could not be confirmed. There are no bolus clicks left and the bolus mechanism is locked out, therefore, the delivery function could not be further evaluated.

Event description:
The patient reported that when he started with the v-go 30 starter kit the bolus ready button locked out before the maximum number of 18 clicks on all six devices and caused him to experience hyperglycemia as high as 478.